Event description:
This ra lead was implanted on (B)(6) 2007 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that patient felt pain in implant site and observed lead safety switch for ra lead, one impedance >2000 ohms on (B)(6) 2017. It was also observed some inappropriate atrial tachycardia response episodes due to myopotential oversensing and also noted ra output was auto 5.0v. Plan to continue monitoring. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).